Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited greater than 3000 ohms via merlin.net. The next day the lead was noted to be dislodged. There are no plans to revise the lead, the device was programmed to right ventricular pacing only. The patient remains asymptomatic and would continue to be monitored.